Event description:
The affiliate reported that after implantation, the pressure of the valve was changed automatically. It was repeated 10 times. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a crack in the valve casing was found, and the x ray marker was sitting on the cam mechanism. Although the stator is still in place it appears that the valve casing was in contact with the cam mechanism, the spring was bent backwards, and the cam mechanism was damaged, which might suggest that the device may have sustained some form of impact. This however, could not be confirmed. Further investigation also determined that the device failed the programming test. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.